Manufacturer narrative:
The complaint was unconfirmed for straight shots. However, the device was found to produce malformed constructs to a worn tip.

Event description:
It was reported that the device produced straight shots.